Event description:
The pt was implanted with a bi-ventricular assist device (bivad). It was reported by the chief perfusionist that the driver made a strange noise and stopped with multiple alarms. The pt used both hand pumps and was switched to the back up driver without further incident.

Manufacturer narrative:
The pt remains ongoing on bi-vad support with the back up driver. The MFR is attempting to acquire the device for eval. A supplemental report will be submitted when the device analysis is completed. No further info is available.